Manufacturer narrative:
Manufacturer's report date: 03/27/2013. (B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the primary rn on (B)(6) noticed a levofed infusion infused more quickly than expected. The infusion completed in 2-3 hours. The rn hung the infusion at 9 am, returned at noon and the bag was empty. The md order/expected infusion: levofed infusion to run at 3.75 ml/hr in 250 bottle over 8 hours. Concentration was 8 mg/ml in 250 ml. The intended programming was 3.75 ml/hr, confirmed by a second rn at the time the infusion was started. More than one device was used for patient at time of event. No patient harm was reported. The blood pressure remained stable, no labs were drawn as a result of event, and no physiological symptoms related to the event were observed/reported. The set was not saved and the clinical lead reported the time clock in pump may be off slightly. The customer stated that the user did not provide any additional patient or event details.